Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, neurological dsyfunction, and cardiac arrythmias are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors with the progression of the patients disease process also. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The device remains implanted.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient remained in unit since implantation. Patient went unresponsive on (B)(6), and a code was initiated. Patient was intubated for respiratory depression, suspected neurological event. Computed tomography (CT) head after implantation was clear, but patient remained confused at times likely due to long cardiopulmonary bypass (cpb) time. Patient also had a ventricular tachycardia (vt) in the operating room (or) requiring cardiopulmonary resuscitation (CPR), and possibly also acquiring intensive care unit (ICU) psychosis. Patient is unresponsive to neurological stimuli after event. Family was consulted and care was withdrawn by team on (B)(6). It was stated that the patient expired on (B)(6) 2017 and the cause was said to be ischemic cardiovascular accidents (icvas). No additional information available.